Manufacturer narrative:
H3: analysis found that the device had a reliability non-conformance due to lithium ion battery contacts being broken/damaged, but the unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. D9 and h3 refer to the controller. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6)); product type: controller. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported their controller went dead and they were unable to get the controller to power on. Patient stated they spoke with their medtronic representative who advised them to contact patient services for a replacement controller. Patient reported that they went through all the troubleshooting with their rep and were still unable to get the controller to power on. Patient noted that they only had their controller with them currently; agent tried to troubleshoot with just the controller. Agent walked patient through a controller reset; patient stated that the controller did not power back on. Patient mentioned that they had tried 2 different outlets and plugging into the ac power supply cord and did a reset and left the battery out for 10 minutes and the controller never powered on. Agent asked if patient saw the green light on the ac power supply cord; patient said yes and that they also saw the controller light when pl ugged in. Agent had the patient take the battery out of the controller again and try one more reset and the controller powered back on but then flashed off and then back on again. Patient stated the controller would not stay on long enough to use. The issue was not resolved. Agent sent an email to repair to replace the controller.